Event description:
The customer reported the system displayed multiple error codes and locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the table sensor circuit board. The system operates as intended.